Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was administered lumbar epidural steroid injection and will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure wherein the ipg was relocated. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was administered lumbar epidural steroid injection and will undergo a revision procedure wherein the ipg will be relocated.